Manufacturer narrative:
Additional information: the following information was obtained: manual pressure held and site redressed, problem was resolved with manual pressure. Device is not available for return.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hypotension: the cause of the injury was not determined due to insufficient clinical details. Asae/minor bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Additional information manual pressure held and site redressed, problem was resolved with manual pressure. Device is not available for return.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 53-year-old female patient was admitted to the hospital with acute myocardial infarction cardiogenic shock under cardiopulmonary resuscitation with a mean atrial pressure of 79 mmhg (under more than 3 catecholamines and respiratory support) with an arterial lactate of 9.6 mmol/l. Also, the patient was ventilated and put on veno-arterial extracorporeal life support (va-ecls) at 4.3liter/minute was initiated 12-72 hours prior to impella cp support in society for cardiovascular angiography and interventions shock stage d. Activated partial thromboplastin time (aptt) prior to the impella cp device was 133 seconds. Impella cp was placed after the revascularization of the left anterior coronary artery was done and transferred to the intensive care unit. The first complaint was observed directly after arriving form the catheter laboratory: patient had oozing from the access site around the reposition sheath. Manual pressure was hold for 5 minutes with no effect. So, the care team has hold intermittent light pressure for another 30 minutes. Thereafter, the safeguard device with statseal was used, but the access site oozing remained, so the decision made to place the femostop device at a systolic blood pressure (sbp) + 20mmhg for 10 minutes (100). Then the sbp dropped to 80mmhg for 10 minutes, then dropped to 60mmhg for 30 minutes, and 50mmhg for 2 hours, while pulses remained measurable in doppler echo while at 50mmhg and bleeding has stopped. The second complaint was documented 3 days after impella cp support, when the care team noticed earlier that the left big toe (same side as impella cp) and only the big toe was mottled and discolored. Pedal pulses were measurable in doppler echo on both feet. Care team did not respond on the discoloration at this time but will continue to monitor. No further information, intervention or complaints were documented and the patient survived until explant of the impella cp. The impella cp will be coded for minor bleed due to the ooze and seems to be related to the impella cp device as it was recognized on the impella insertion site around the reposition sheath. However, it is important to note that the recommended best practices for pre-percutaneous coronary intervention (pci) (cp was inserted after the pci), for ultrasound-guided puncture and single-access technique were not followed. The oozing disappeared after an ¿additional device required¿, which is coded for (statseal and femostop). The appeared ¿hypotension¿ during usage of these devices was also noted and coded for. For the second complaint, it was not coded for ischemia, as limb ischemia was not confirmed by doppler echo.